Event description:
It was reported that the customer had difficulty getting the iab to pump. Staff called to report an alarm and stated that an external pressure source was connected and they were successful in pumping the pt. It was later reported that the pt expired while in cardiac arrest in the cvor.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a root cause could not be identified. Device history records were reviewed and no non-conformances were identified related to this event. If the device becomes available or additional info is received, a follow-up report will be submitted. Internal complaint #(B)(4).